Manufacturer narrative:
Customer reported total three events of foreign matter found in scopes on the same day. Those three events are captured in medwatches with patient identifiers (B)(6). This medwatch is for patient identifier (B)(6). The device is not available for return; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Information on reprocessing at the facility: customer used the olympus oer-5 automatic endoscopy reprocessor for reprocessing. Bedside cleaning is not performed. The air/water channel wash adapter is also not used.

Event description:
As reported for this event by the customer, an unspecified time ago, upon the inside of the device channels being checked with a borescope, foreign material was found in the channel. Customer could neither provide the exact location of the channel, whether the insertion part side or the universal cord side, nor could provide information on the foreign material. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the channel could not confirmed. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.